Event description:
Both sides of the inside of my mouth are torn up and swollen and painful from the sharp edges around the aligners. I have filed and filed, but I can't get them to stop cutting up my mouth, and it is all so painful. It's there any wax or putty that I can use to guard my poor mouth? It's awful.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.